Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 500 mg/dl - high on cgm. Reportedly, an ambulance was called and transported the customer to the emergency room (ER) where they were subsequently hospitalized because of elevated bg and injuries due to a fall. Customer reported they fracture their foot and received back pain due to fall. Customer was treated intravenously with fluids of saline and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.